Manufacturer narrative:
The customer reported problem was confirmed. The customer stated that there is no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise compliant history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: wayne had a "check IV set" alarms on lvp8100 sn (B)(4). Case resolution: I step through analog sensor test with wayne and advised him to replace upper pressure sensor. Assisted with a part number. Wayne will replace upper pressure sensor. (B)(4).